Event description:
Reporter indicated that system diagnostic testing at office visit resulted in a high lead impedance reading, indicating possible lead break. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
X-rays were reviewed. Device failure is suspected but did not cause or contribute to a death or serious injury.